Event description:
The device disassembled into two pieces, posing the risk of a small component being lost in a surgical site, during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.